Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and approx 39mm proximal of weld site. The proximal section of j stiffener wire measures approx 48mm and has migrated down lead body approx 70mm proximal of weld site. Approx 5mm of the distal end of the j stiffener wire which fractured at the weld site and approx 39mm proximal of the weld site was received protruding out of the outer polyuretahne insulation approx 2mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx 87mm.